Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose decreased to 42 mg/dl. The customer became sick and vomited and received third party assistance from paramedics, who provided glucagon to address bg. The paramedics took the customer to the emergency room (ER) on (B)(6) 2024, but no info was provided on what the ER did to assist the customer. The customer was released from the ER on (B)(6) 2024 with no injury. No additional patient or event information was available.